Event description:
It was reported that the pt was no longer feeling stimulation and the ipg was causing her pain. The device was not delivering stimulation and was explanted. Further info is being requested from the hcp.